Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal multiple tampons fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining pledget pieces and did not seek medical attention. She did not experience any adverse health effects.